Manufacturer narrative:
Date of event; corrected data; initial MDR inadvertently omitted information that was known prior to submission.

Event description:
It was reported that the patient was experiencing an increase in seizures. Follow up with the patient's neurologist determined that the increase in seizures was believed to be due to a low battery. The patient has been referred for replacement surgery. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
The patient's generator was replaced, and an implant card was received noting it was due to battery depletion. The explanted device will not be received for analysis as the explanting facility historically does not return devices without a patient's consent. No additional or relevant information has been received to date.